Event description:
It was reported that at the implant procedure, the tip of the dilator broke away and remains in the patient's coronary sinus. The case was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the catheter was returned and analysis found that there was catheter separation. There was blood on the catheter and visual analysis noted that the tip was broken off.